Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing noted on ventricular channel at times on stored electrocardiogram (ECG). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.